Event description:
According to the reporter, during a laparoscopic totally extraperitoneal (tep) inguinal hernia repair, at the beginning of the operation, the device was inserted into the umbilicus down towards the pubic tubercle, and when the device was inflated, there was an air leak and the balloon would not inflate. A new spacemaker was opened to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the dissector balloon's circular seal was disengaged and pushed into the dissector balloon. Functionally, the dissector balloon could not be inflated due to the disengaged circular seal. The seal acts as a barrier between the trocar and obturator and must have a tight and secure seal to inflate the balloon properly. The trocar balloon was inflated using a test syringe, no leaks detected. It was reported that the balloon would not inflate and there was an air leak. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The disengaged circular seal for the dissector balloon may occur when contact is made with a surgical instrument during clinical application. The evaluation detected an unreported condition: of broken lock collar. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal (tep) inguinal hernia repair, at the beginning of the operation, the device was inserted into the umbilicus down towards the pubic tubercle, and when the device was inflated, there was an air leak and the balloon would not inflate. It was also noted that, there was a balloon leak when the device was inserted into the umbilicus towards the pubic tubercle and the valve seal was disengaged. A new spacemaker was opened to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.